Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band was tangled, which would lead to the bands failure to deploy. There was no difficulty setting up the device. The procedure was completed the same speedband superview super 7 device. There were no patient complications reported as a result of this event.